Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: failure to deploy-suture bearing knot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device removal, the suture did not release from the suture bearing and the knot did not deploy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.